Manufacturer narrative:
The case description states the user experienced high blood glucose (bg) levels. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files found no evidence of issues with the system delivering insulin. Inspection of the patient history buffer files showed the automated algorithm was able to adapt the suggested insulin based on estimated glucose values (egvs) and user inputs. The log files showed that all boluses programmed by the user were successfully delivered. The system was determined to function as intended. No problem was found.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) level reached 22 mmol/l (396 mg/dl) and they had ketones of 2.0 mmol/l. The patient experienced fatigue, headaches and nausea. The patient reported that their bgs did not drop while wearing one pod, so they placed a new pod on, but still their levels would not drop even after sending multiple corrections. At the ER, the patient was treated an insulin drip and insulin pen injections. The patient was discharged after 6 hours. The pods were discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The case description states the user experienced high blood glucose (bg) levels. The controller was able to pair with an unused pod, deliver a 5u bolus at a range of >1.5m, and deactivate the pod with no issues. The bolus calculator was tested, and found to be functioned as intended. Investigation of the android log files found no evidence of issues with the system delivering insulin. Inspection of the patient history buffer files showed the automated algorithm was able to adapt the suggested insulin based on estimated glucose values (egvs) and user inputs. The log files showed that all boluses programmed by the user were successfully delivered. The system was determined to function as intended.